Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. The patient has had the back pain for over ten years, but this back pain has recently gotten worse after the patient fell and broke their hip at the end of (B)(6) 2019. The patient last charged and felt stim about five months prior to the report. The patient found that on (B)(6) 2019, she could not charge. The patient needed an MRI for their back pain but could not get it because the device is most likely overdischarged. The patient was not able to communicate with the device. The patient was redirected to their physician to resolve the issue. There were no further complications reported or anticipated.